Event description:
It was reported that during device preparation and prior to use, the trek balloon catheter was attached to the indeflator and a vacuum could not be achieved. A pinhole was suspected in the balloon. The device was not used. There was no patient involvement. A second trek balloon catheter was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.